Event description:
This unsolicited case from united states was received on 27-dec-2017 from a patient. This case concerns a female patient of unknown age who received treatment with synvisc one and later on the same day had pain/pain got really bad, swelling/ knees started to swell again and after unknown latency had little stiffness when bends knee and fluid was taken out of the knee. Also device malfunction was identified for the reported lot number. No medical history, concurrent condition was provided. The patient had no allergies and did not take any concomitant medications. No diabetes or high blood pressure was reported. The past drug included: cortisone shots (in (B)(6) and then the hcp suggested synvisc-one). On (B)(6) 2017, at 11 am the patient initiated treatment with first intra-articular synvisc one injection once (dose and indication: unknown) (batch/ lot number: 7rsl021; expiry date: unknown) bilaterally into the knees. They wiped her skin before injection. The same day, at 5 or 6 pm the patient had pain/ swelling with a pain level of 3 to 4 that lasted for 10 days. It was reported that the pain gradually improved but then her knees started to swell again around (B)(6) 2017. It was reported that the pain got really bad (pain score of 7) and then got better again. The pain would go up and down. It was reported that the patient had been taking ibuprofen and antibiotics: ciprofloxacin hydrochloride (ciprofloxacin) since last monday) and after 10 days, the pain and swelling were coming down. It was reported that the patient did not go to hospital. She did go to her hcp three days post injection. As on (B)(6) 2017, the patient's pain level was a "1" and the swelling was not completely gone. On an unknown date in 2017, after unknown latency, the patient had a little stiffness when she bends her knees. It was reported that post injection her right knee was much worse and then later her left knee was worse than the right. On an unknown date in 2017, the hcp took fluid out of the knee and ran labs/cultures. No blood work was done. The patient denied using a cane or walker but had "something" to help hold herself up. The patient did not do exercise post injection. The patient took ibuprofen, paracetamol (acetaminophen) and used ice. It was reported that the patient did not go to hospital. The patient was told that cartridge in her knees was getting low. Corrective treatment: took fluid out of the knee for took fluid out of the knee (knee effusion); ibuprofen, paracetamol (acetaminophen), ice, ciprofloxacin hydrochloride (ciprofloxacin) for pain/pain got really bad, swelling/ knees started to swell again and little stiffness when bends knee. Outcome: recovering for pain/pain got really bad, device malfunction; unknown for took fluid out of the knee, little stiffness when bends knee; not recovered for swelling/ knees started to swell again. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated 03-jan-2017: this case concerns a female patient who received synvisc one injection from the recalled lot and had pain, swelling in knees and little stiffness when bends knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case was cross referenced with(B)(4) and (B)(4) (cluster). This unsolicited case from united states was received on 27-dec-2017 from a patient. This case concerns a female patient of unknown age who received treatment with synvisc one and later on the same day had pain/pain got really bad and after unknown latency had infection like symptoms, swelling/ knees started to swell again, and little stiffness when bends knee. Also device malfunction was identified for the reported lot number. No medical history, concurrent condition was provided. The patient had no allergies and did not take any concomitant medications. No diabetes or high blood pressure was reported. The past drug included: cortisone shots (in may and then the hcp suggested synvisc-one). On (B)(6) 2017, at 11 am the patient initiated treatment with first intra-articular synvisc one injection once (dose and indication: unknown) (batch/ lot number: 7rsl021; expiry date: unknown) bilaterally into the knees. They wiped her skin before injection. The same day, at 5 or 6 pm the patient had pain/ swelling with a pain level of 3 to 4 that lasted for 10 days. It was reported that the patient needed to take 2 weeks from work due to the swelling of knee in nov 2017. It was reported that the pain gradually improved but then her knees started to swell again around 15-dec-2017. It was reported that the pain got really bad (pain score of 7) and then got better again. The pain would go up and down. It was reported that the patient had been taking ibuprofen and antibiotics: ciprofloxacin hydrochloride (ciprofloxacin) since last monday) and after 10 days, the pain and swelling were coming down. It was reported that the patient did not go to hospital. She did go to her hcp three days post injection. As on (B)(6) 2017, the patient's pain level was a "1" and the swelling was not completely gone. On an unknown date in 2017, after unknown latency, the patient had a little stiffness when she bends her knees. It was reported that post injection her right knee was much worse and then later her left knee was worse than the right. On an unknown date in 2017, the hcp took fluid out of the knee and ran labs/cultures. No blood work was done. The patient denied using a cane or walker but had "something" to help hold herself up. The patient did not do exercise post injection. The patient took ibuprofen, paracetamol (acetaminophen) and used ice. It was reported that the patient did not go to hospital. The patient was told that cartridge in her knees was getting low. On an unknown date in (B)(6) 2017, after unknown latency, the patient developed infection-like symptoms (swelling, fluid in knee) due to which the patient took another 2 weeks from work in (B)(6) 2017. Corrective treatment: took fluid out of the knee for took fluid out of the knee (knee effusion); ibuprofen, paracetamol (acetaminophen), ice, ciprofloxacin hydrochloride (ciprofloxacin) for pain/pain got really bad, swelling/ knees started to swell again and little stiffness when bends knee. Outcome: recovering for pain/pain got really bad, device malfunction; unknown for infection like symptoms, little stiffness when bends knee; not recovered for swelling/ knees started to swell again. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction follow up was received on 2-feb-2017. Related cases were added. Additional information was received on 23-feb-2018 from the patient. Additional events of infection like symptoms was added with details. Patient's clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 23-feb-2018: this case concerns a female patient who received synvisc one injection from the recalled lot and experienced joint infection, pain, swelling in knees and little stiffness when bends knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.